Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for nh3l ammonia (nh3l) on a cobas 6000 c (501) module. The erroneous result was not reported outside of the laboratory. The initial nh3l result was 136 umol/l. The repeat result was 32 umol/l. There was no allegation that an adverse event occurred. The nh3l reagent lot number and expiration date were requested but not provided. Qc results were acceptable and the customer stated there were no issues with the sample. The reaction kinetic data provided show an absorbance issue with the initial high result. Since qc results were within the acceptable range and sample integrity was checked, a reagent issue can be excluded. Based on the information provided, the investigation was unable to find a definitive root cause.